Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/information not provided. Section d6a: not applicable as the product is not an implantable device section d6b: not applicable as the product is not an implantable device section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the non-preloaded intraocular lenses(iols) were found damaged inside the cartridges, rendering them unable to be injected and requiring replacement with new lenses. All affected cartridges were identified as belonging to the same lot. It was noted that the damage occurred while the lenses were fully inside the cartridges, with no contact made between the lenses and the patients' eyes, resulting in no adverse effects for the patients. Additional information indicated that a crack in the cartridge had fallen onto the iol after implantation and that the cartridge tip was found broken. No further information was provided. This report belongs to the one of the three cartridges.